Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline comm alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 13 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 at 20:21 the driveline communication fault alarm activated due to a com a fault. The alarm remained active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms in the log file. The heartmate3 system controller (serial (B)(6)) was not returned for analysis. The provided information indicated that since clearing the alarm via system monitor did not resolve the issue. It was recommended to exchange the modular cable and controller to try and resolve the comm faults. Additional information communicated on (B)(6) 2021, indicated that only the modular cable would be returning for evaluation at this time. A root cause for the reported event cannot conclusively be determined at this time. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use (rev c) section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook (rev c) section 5, ¿alarms and troubleshooting¿ explain appropriate actions to take for all alarms including the driveline comm fault alarms. Heartmate3 patient handbook (rev c) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-01990. It was reported that the patient had a driveline communication alarm. Clearing the alarm via the system monitor did not resolve the issue. The modular cable, controller, and backup battery were exchanged and the alarm resolved.